Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed. The cause of the reported issue was a out of calibration of the downstream occlusion (dso) sensor. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within.

Event description:
It was reported that the pump generated a pressure alarm during setup on the ward. There was no patient involvement or harm.